Manufacturer narrative:
(B)(4). Batch # m92n97. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the laparoscopic gastric cancer surgery, ¿replace instrument¿ alert screen is displayed. Re-installed the blade, during the pre-run test, the blade tip broken off. Changed to another one to complete surgery. The surgery delayed. No additional information can be provided.